Event description:
Information received on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 would not power up, even after fuses were check. Event occured during testing and no patient involvement.

Manufacturer narrative:
One hotline 3 blood and fluid warmer was returned for analysis. Upon visual inspection the enclosure was found dirty, water tank cover noted to be cracked, pole clamp is dirty, line cord is old, enclosure is old and the drain fitting is old. The water tank was filled with water, the line cord plugged in, and the unit was switched to on; confirming the complaint. Based on the evidence, the root cause was found due to wear and tear.